Event description:
It was reported that device was explanted and replaced due to a painful pocket. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly found.